Event description:
During review of the event history it was determined that a failure code 500 occurred during delivery causing an interruption of delivery. There is no patient injury or medical intervention related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
(B)(4). A keypad test was performed on the pump head module, and the stop key stuck on channel a which caused the pump to fail. The pump head module was replaced to fix this condition.

Manufacturer narrative:
The condition of failure code 500 was confirmed through the event history. An assignable cause could not be determined. A keypad test was performed and no problem was found. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition. (B)(4).